Event description:
It was reported that t:slim x2 pump battery would not charge and that a power source alert appeared around the time the issue began. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of original tandem charging cable, wall adapter, and working outlet, had already tried leaving pump connected for at least 30 minutes, and pump eventually began charging without shutdown or loss of power, so no further assistance was required.